Event description:
Two discordant low results for calcium (ca) were obtained on an advia 1800 instrument. The results were not reported to the physicians. The same samples were rerun on the same instrument and normal results that were expected comparing with the previous results of the same patients. There are no known reports of patient intervention or adverse health consequences due to the discordant ca results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and performed maintenance: installed chimney in calcium reagent pack; cleaned the saline bottle, saline line, sample probe. The cause of the discordant ca results is unknown. The instrument and is performing within specifications. Further evaluation of the device is not required.